Event description:
Additional information received reported that the device worked fabulously.

Event description:
It was reported that the lead component of the patient¿s implantable neurostimulator (ins) system had shifted, coiled, and had to be ¿re-directed¿ deeper on (B)(6) 2014. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v858764, implanted: (B)(6) 2011, product type: lead. (B)(4).